Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the patient experienced diabetic ketoacidosis and was hospitalized. Customer alleged that the insulin pump underdelivered insulin which resulted in higher than normal blood glucose levels. Troubleshooting was not performed. The insulin pump will not be returned for analysis.